Event description:
As reported, approximately 5 years post implant of a 26mm edwards thv the patient presented with a gradient consistent with moderate stenosis. Medical records were received for review. The most recent echo confirmed that the gradient across the prosthetic aortic valve was consistent with moderate stenosis. The leaflets are thickened and motion is restricted. When compared with the prior echo study the aortic stenosis has worsened. The mean gradient across the valve is 31.8 mmhg and the valve area is ava (I,d): 0.59 cm2, ava(v,d): 0.63 cm2. The patient is already on eliquis for paf. The patient is being considered for an open procedure.

Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
Updated information was received from the field. After double basilica and protection of coronary arteries a valve in valve procedure was successfully performed with a non-edwards valve to treat the 26mm sapien 3 transcatheter heart valve. Prior to the valve in valve procedure the patient was exhibiting shortness of breath. Patient is stable and well.

Manufacturer narrative:
H.6 codes updated based on evaluation closure. The device was not returned for evaluation. As the device lot information was not provided, a device history review and lot history review were unable to be performed. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU was reviewed. The physicians are warned that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Additional potential adverse events include valve stenosis, valve degeneration and structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflets retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis). No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The valve degeneration/deterioration was confirmed based on medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, ''approximately 5 years post implant of a 26mm edwards thv the patient has presented with a gradient consistent with moderate stenosis''. In addition, medical record indicates the leaflets are thickened with restriction in motion. When compared with the prior echo study the aortic stenosis has worsened. The mean gradient across the valve is 31.8 mmhg and the valve area is ava (I,d): 0.59 cm2, ava(v,d): 0.63 cm2. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the svd is likely due to valve stenosis (ava (I,d): 0.59 cm2, ava(v,d): 0.63 cm2)). However, due to limited information provided, the reason behind valve stenosis remains unknown at this time. H3 other text : valve not returned for evaluation